Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 57-year-old female was implanted with an impella 5.5 device for mechanical circulatory support in care escalation from a balloon pump (iabp). The patient was being worked up for either heart transplant or lvad device. The medical team had difficulty delivering the impella pump due to the patient's axillary artery which appeared to be too small. Four days after the implant the patient experienced bleeding from the access site which required the patient to receive one unit of blood and go to the or for a washout. Nine days after that, the patient experienced a fluid leak from the purge line. Device later explanted.

Manufacturer narrative:
The investigation into the reported access site bleeding and purge leak has been completed since the original report was filed. Access site bleeding- the root cause of the access site bleeding was unable to be determined as limited clinical details an no product were returned for investigation. No product was returned. The root cause of the purge leak-pump issue was not determined since product was not returned, as there was a leak observed but not enough information is provided in the clinical description provided.